Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported impact to customer's blood glucose. Reportedly, the pump turned back on and the pump began charging.